Event description:
A customer contacted beckman coulter regarding low recovery of qc results on the coulter lh 750 instrument. The customer indicated that at 14:59 on 10/4/06 qc was recovering low. Qc ran on the same day earlier was within range. Subsequent runs of qc continued the downward trend. The customer contacted beckman coulter service and the service engineer found the lh750 instrument was diluting samples in primary mode. All cbc parameters were affected. There was no change to patient treatment as a result of this event.

Manufacturer narrative:
Service summary: a field service engineer (fse) was dispatched to the customer's lab on 10/5/2006. The fse exchanged solenoid 68 (backwash needle segment). The fse replaced cracked pv 64 (sample line to random access module), insert and tubing. The fse replaced worn aspiration tubing at shear valve and cleaned aspiration pathway. The fse performed carry over and reproducibility testing. The fse verified repair per established procedures; the results were within specifications. The instrument is currently operating within qc specfications. A broken single tube pinch valve addressed by the fse is suspected to contribute to this event. A malfunction will be assumed for the purpose of this report.